Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath was noted at 0.4 to 1.0 cm from distal tip consistent with lead friction to another device.

Event description:
This report is to advise of an event observed during analysis.